Event description:
It was reported that damage to the pump pneumatic tap caused difficulty loading cartridges. The customer's blood glucose level was "high" although specific value not provided. A correction bolus was delivered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy. It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.